Event description:
The customer reported that the device's speaker would not work and had no sound. The device was not in use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's speaker would not work and had no sound. The device was not in use on a patient at the time of event nor was there any adverse event to a patient. The customers was provided device repair and replacement information. The device was not received back for evaluation, therefor the device problem could not be provided.

Manufacturer narrative:
The customers was provided device repair and replacement information. The device was not received back for evaluation, therefor the device problem could not be provided. H3 other text : device not returned.